Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise. Possible insulation damage was suspected. Also, a lead integrity alert triggered for sic (sensing integrity counter), high rate vt (ventricular tachycardia) nonsustained episodes and short v-v intervals. It was noted that the noise could not be reproduced and that impedance was trending up, threshold was rising and sensing was going down. The rv lead¿s tachy detection and therapy was programmed off and the patient was hospitalized. The lead remains in use as a lead revision procedure is planned. No patient complications have been reported as a result of this event.